Manufacturer narrative:
According to the facility "linear pressure injuries were identified with comfort glide sheets in place". Per the facility the device was being used as marketed "to assist in the horizontal and lateral transfer of patient". Per the facility "foam wedges were used to position immobile patients 30 degrees laterally to prevent pressure injury on the sacrum". Per the facility "at each encounter/use the glide sheet was checked to ensure the absence of wrinkles/folds, the glide sheet would bunch up and wrinkle with the head of the bed elevation or minute/incremental patient movement". Per the facility the patient was at risk of a pressure injury with a braden scale score of "18 or less". Per the facility the patient's skin "is kept clean and dry via hourly rounding, use of external urinary containment devices, fecal containment device and moisture wicking under pads". Per the facility the patient required "local wound care, additional nutritional support, and escalation of the plan of care". Per the facility the pressure injury was "noted on the buttocks and posterior thigh". No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "linear pressure injuries were identified with comfort glide sheets in place".